Event description:
It was reported that the scrub tech affixed the t-handle to the pencil reamer and then gave it a test twist in his hand, the black plastic of the t handles broke into two pieces. A back-up t-handle was used without issue.

Manufacturer narrative:
It was determined that this report was filed in error. [(B)(4)].